Manufacturer narrative:
Based on parameters obtained for models 3604,3608, 3609, 3643, 3644, 3660, 3661, 3662, 3663, 3664, 3688, 3670, 6608 6644, 6660, 6661, 6662, 6663. And mn10200, the device meets or exceeds 75% expected longevity. There is no device malfunction.

Event description:
Additional information indicates that had reached eol. Based on parameters obtained for models 3604,3608, 3609, 3643, 3644, 3660, 3661, 3662, 3663, 3664, 3688, 3670, 6608 6644, 6660, 6661, 6662, 6663. And mn10200, the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6) date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein patients lead was explanted and replaced to address the issue. In addition, patients ipg was explanted and replaced for an unknown reason.